Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " on (B)(6) 2025, after ultrasound-guided localization, I used an arrow epidural kit. I used the included syringe with liquid-filled stylet (0.9% nacl) and the supplied tuohy needle. I identified the epidural space at 4.5 cm (as indicated by ultrasound) without difficulty at the l4-l5 level. There was no fluid return when removing the syringe. I advanced the catheter with slight resistance, then removed the tuohy needle. Once the catheter was positioned at 9 cm, I observed a continuous clear fluid reflux (drop by drop) through the catheter. The flow did not stop. Considering the risk of dural puncture and intrathecal catheter placement, I decided to remove it and reinsert one level above using a new kit. Again, I easily located the epidural space with the same technique. When advancing and positioning the catheter at the same distances, there was again clear fluid reflux through the catheter. The patient had no complaints. I performed a urine dipstick test for glucose, which was inconclusive. Aspiration through the catheter did not yield any fluid. I decided to remove it again and perform a new puncture with another kit. This time, there was no fluid return (epidural space found at the same depth and catheter placed at the same distance), and the epidural was successfully installed and proved functional. No signs of any other symptoms afterward. The epidural, which was subsequently inserted (one space above), worked without any problems. Patient is fine." Associated complaint 3006425876-2025-01165.

Event description:
It was reported that: " on november 1, 2025, after ultrasound-guided localization, I used an arrow epidural kit. I used the included syringe with liquid-filled stylet (0.9% nacl) and the supplied tuohy needle. I identified the epidural space at 4.5 cm (as indicated by ultrasound) without difficulty at the l4-l5 level. There was no fluid return when removing the syringe.I advanced the catheter with slight resistance, then removed the tuohy needle. Once the catheter was positioned at 9 cm, I observed a continuous clear fluid reflux (drop by drop) through the catheter. The flow did not stop. Considering the risk of dural puncture and intrathecal catheter placement, I decided to remove it and reinsert one level above using a new kit. Again, I easily located the epidural space with the same technique. When advancing and positioning the catheter at the same distances, there was again clear fluid reflux through the catheter. The patient had no complaints. I performed a urine dipstick test for glucose, which was inconclusive. Aspiration through the catheter did not yield any fluid. I decided to remove it again and perform a new puncture with another kit. This time, there was no fluid return (epidural space found at the same depth and catheter placed at the same distance), and the epidural was successfully installed and proved functional. No signs of any other symptoms afterward.the epidural, which was subsequently inserted (one space above), workedwithout any problems. Patient is fine." Associated complaint 3006425876-2025-01165 and 3006425876-2025-01172.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of issues with the epidural needle could not be confirmed based on the investigation of the sample received. The customer returned one epidural catheter. However, the epidural needle was not returned. The returned catheter could be threaded through a lab inventory needle with no resistance met. The returned catheter passed a functional drag test, and the returned catheter od was found to be within specification. A device history record review was performed on the epidural needle with no relevant findings. However, this complaint investigation could not be determined based upon the information provided and the sample received. No further action is required at this time.